Event description:
It was reported that a user experienced fluctuating blood glucose with lows to 45 mg/dl and highs to about 400 mg/dl while using an ilet with an inset infusion set, including nocturnal lows and prolonged out-of-range periods exceeding 90 minutes. Symptoms included dehydration. Outcomes included user self-management without outside assistance or medical intervention. Investigation included customer guidance to remove and replace the infusion set and perform a full supply change, as well as scheduling additional training for missed meal announcements; the user also restarted the ilet without resolution prior to the supply change. Investigation of this case revealed suspected infusion site or set performance issues contributing to hyperglycemia that improved after supply change, and user behavior factors related to missed meal announcements contributing to glycemic excursions; device alerts for high/low were functioning. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including missed meal announcements, with a possible infusion site/set issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.